Manufacturer narrative:
Age at time of event: 18 years or older. Device code 1546 relates to component code 419. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 3.50mm x 8mm nc emerge® balloon catheter was advanced for dilatation, but with resistance while inserting. Upon inflation prior to reaching nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.